Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition.

Event description:
The user facility reported a 61 year old female on an impella 5.5 for mechanical circulatory support. It was reported that due to complex vascular anatomy, the impella 5.5 was unable to be delivered in to ascending aorta. Despite multiple attempts at troubleshooting implant, case was aborted. There was no patient harm reported.